Event description:
It was reported that the device had rapid battery depletion, possibly due to high left ventricular (lv) lead thresholds and low impedances. The device and lead remain in use. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 1888tc competitor implantable pacing lead 2012 (B)(6); 7170q competitor implantable tachy lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. Maximum left ventricular pace impedance ranges from 247 ohm to 342 ohm throughout the record.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.